Event description:
Patient presented to outpatient oncology department for her chemotherapy appointment. Oncology rn was attempting to place a 22 gauge IV catheter but could not get it to thread appropriately. Reports she initially had a nice flash however when attempting to advance the IV catheter it would not advance. Rn removed the needle system from the patient and noticed the plastic catheter (which encases the needle) appeared to be split into a "y" shape. The metal guide was still out and the plastic catheter was off to the side forming the "y". It appears the needle may have punctured through the plastic catheter making it impossible for the catheter to thread appropriately. Patient did complain of pain initially during this insertion but the pain subsided after the needle was removed. Rn sequestered the needle and catheter and was able to successfully place another IV to administer the patients chemotherapy.